Event description:
The customer reported to olympus, the gastrointestinal videoscope had the following concerns; the bending section cover rubber adhesive was worn out, device had insufficient angulation and a pixel error. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; white foreign material was in the air water tube and cylinder. There was no report of patient harm, procedural delay, or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegations were confirmed due to bending section cover adhesive was detached, the angulation wire was worn causing bending up to not meet standard value. In addition to the reportable findings documented in b5, the following nonreportable findings were; objective lens was shaved causing dark area in image, due to wear of angle wire bending the play of the up/ down knob did not meet the standard value, plastic distal end cover had a burn, connecting tube had a wrinkle, objective lens had a crack, label on suction connector was peeled, and discoloration was noted on the suction and air/ water cylinders. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.